Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis with culture positive for gram negative bacteria in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. At the time of this report, the patient had not recovered and was still hospitalized. On an unreported date, dianeal therapy was withdrawn. Concomitant medications were not reported. The reporter did not provide an opinion of causality. Further information was received from the pd nurse: the nurse clarified that on (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent. On an unreported date, the patient received outpatient treatment with unspecified antibiotic therapy (dose, frequency, and route not reported). On (B)(6) 2011, the patient was then hospitalized due to the patient not responding to antibiotic therapy and still experiencing peritonitis manifested by cloudy effluent. Treatment during hospitalization was not reported. At the time of this report, the patient was recovering and still hospitalized. On an unreported date, dianeal therapy was withdrawn and the patient was on back-up hemodialysis, with plans to restart dianeal therapy at a later date. The nurse reported that the peritonitis with culture positive for gram negative bacteria was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd887695 and gd885285 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.